Event description:
Device functioned during insertion into pt, but malfunctioned on attempted removal. Malfunction reoccurred on initial test, but functioned normally on repeated retest. No anomalies were found during subsequent disassembly.